Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It is reported that customer received a motor error alarm. Customer's blood glucose was given. Customer was advised that insulin pump would need to be replaced. Customer states that she does not want a loaner pump and she will call her clinic to begin process to receive new insulin pump. No further information provided.